Event description:
During biomed testing and routine preventative maintenance of the device, a "poor pad contact" message was observed when attempting to discharge energy into energy analyzing test equipment while using external paddles. The complaint indicated that there was no pt involvement in the reported malfunction.